Event description:
The field service engineer (fse) had previously fixed the configuration issues with iqview and rosa one software on the computer for pre-op planning, but the issue still existed that the laptop would not delete out of the temporary pacs folder, even when 'yes' was chosen in the dialogue box. The fse tried to address this issue on 29-jul-2019, but was unable to fix the problem. When fse put settings back to the same when the computer for pre-op planning was working, the computer for pre-op planning was no longer able to pull from pacs from the rosa one software. There is no problem with the actual connection to pacs - when iqview is opened on the maintenance side, the computer for pre-op planning is able to find exams and pull them from pacs into the temporary folder. However, there is still a configuration issue that prevents the rosa one software from being able to open iqview. When user tries to add more exams to the patient folder and selects 'pacs," the robot provides the message that "this function is not available.'

Manufacturer narrative:
An analysis of the planning station (B)(6) has been performed. No configuration issue was detected and tests performed at manufacturing site confirmed that the pacs function is functional. The device behaved as expected. However, according to the complaint description, there was some issue that prevents the rosa software from being able to open iqview and the robot provided the message that 'this function is not available.' Such issue may occur when the iq-view application is opened alone on maintenance side and not fully stopped before accessing it from the rosa software. A full restart of the planning station following maintenance activities would have prevented the occurrence of such issues. This hypothesis could not be confirmed but it is consistent with the complaint description. Based on the investigation performed, the technical root cause of the event remains undetermined but is likely due to an unintended use error. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The field service engineer (fse) had previously fixed the configuration issues with iqview and rosa one software on the computer for pre-op planning, but the issue still existed that the laptop would not delete out of the temporary pacs folder, even when "yes" was chosen in the dialogue box. The fse tried to address this issue on (B)(6) 2019, but was unable to fix the problem. When fse put settings back to the same when the computer for pre-op planning was working, the computer for pre-op planning was no longer able to pull from pacs from the rosa one software. There is no problem with the actual connection to pacs - when iqview is opened on the maintenance side, the computer for pre-op planning is able to find exams and pull them from pacs into the temporary folder. However, there is still a configuration issue that prevents the rosa one software from being able to open iqview. When user tries to add more exams to the patient folder and selects "pacs," the robot provides the message that "this function is not available."